Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported the vial was filled with an unspecified concentration of dilaudid and was loaded into an unspecified pt controlled analgesia pump. No specific pump programming was provided. Reportedly, the "pt was in pain all night" when the physician "walked in on pt crying" in the morning. The customer contact reported that solution leaked from the rubber stopper of the vial. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided, including if the vial was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.